Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the follow-up alters for out of range high pli and hvli impedance on the rv lead were noted. No capture on the rv lead was observed. Loose connection was suspected, but not confirmed during the lead revision. The lead was capped and replaced. The procedure went fine.